Event description:
General report received of an undocumented number of undocumented incidents of the distal air alarm sounding. The customer reports that the units experiencing the distal air alarms are the micu, respiratory ICU, sicu and the bone marrow transplant unit. It is unknown to the reporter when the alamr occurs. The staff is frequently able to clear the alarm with backpriming. The staff on the bone marrow transplant unit reported that they get the alarm only periodic and do not always see air. One of the ICU's had a pt on dopamine for blood pressure support and the blood pressure dropped significantly before the alarm was cleared. The pt's blood pressure did recover; intervention unknown. No reports of adverse pt sequelae. Additional patient and event information was requested, but no further was available.